Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
A patient whose indication for use was parkinson's dual and movement disorders reported that she had a loss of therapy. A loss of stimulation was noted. Patient stated that her device went dead and she only had it for three years. The patient had device remove and replaced on (B)(6) 2016. She was told that the device would last a lot longer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they did not know why their batteries only lasted three years. It was the third set of batteries that only lasted three years. Their neurosurgeon told the patient that they were "just a three year person." There had been no change in their activity other than a ridden daily and (B)(4) for movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported that the first time the patient got an implant she was told the batteries should last four to five years. Her settings had changed very little. The doctor said when it came to the two and a half year mark they would start monitoring the patient's device. When the device went dead it came on very quickly and she was having a hard time.